Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable (nd) clamp tubing alarm. Upon restart, the pump alarms nd, pump won't run. The settings were reviewed, the pump was turned off, and the tubing clamped. The cassette was removed and the tubing was assessed for air and kinks. Air bubbles were present in line. The cassette was tapped on a hard surface and reattached. The pump was turned on and restarted. The display read run. There was no patient injury reported.